Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. No product was returned; functional and/or dimensional evaluations could not be performed. Visual evaluation of the provided picture determined the dermatome blade was bent. The product was removed from the sterile packaging; therefore, it could not be determined when the reported issue occurred.. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: taiwan.

Event description:
It was reported that outside of surgery, the blade was visibly misaligned in the center. There was no patient involvement. The blade was used normally, there was on information regarding blade overhanging, placed upside down, face down or inserted wrong side up. During device evaluation it was discovered that the blade was bent. Due diligence is in complete, there is no additional information available.